Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that patient is in the hospital waiting for an MRI. One of the devices was able to be turned off but they can't turn off the bladder stimulator and put it in MRI mode. Yesterday they tried to turn it off and it wouldn't go. Agent explained they have an older device and it doesn't have MRI mode, it just has where you turn the therapy off. They tried with the one that they have and it said can't connect with the device on the thing. Provided the national answering service phone number for the hospital to call for a medtronic rep to come. Also emailed the medtronic reps to call the patient. .

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient called back. Patient said no one called back last week. Patient is back in the hospital. Patient came back into the hospital because of the pain. They need to do an MRI, but can't because they can't synch with the stimulator. They started calling yesterday to get help and haven't heard back. Patient had a fall and knows he has a concussion. CT scan doesn't show no breaks with and without contrast. Patient was so sick from the pain they throw up four times. Patient called their neurologist and they told them to call 911. Patient's vision was cloudy and has tremors. Sent another email to rep. Provided caller the national answering service phone number to have the hospital call. Additional information was received on 2024-mar-25, patient and patient's wife (B)(6) called and repeated information previously noted regarding not being able to get MRI done. Patient had gotten a replacement handset and MRI mode has not been programmed yet. Repeated information that hcp needs to program MRI mode. Reviewed again that hospital staff can use nas number. Sent another email to field staff.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.